Manufacturer narrative:
At this time, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed noise with intermittent high out of range impedance measurements. In addition threshold measurements were increased. After right ventricular threshold testing was performed, the noise disappeared and impedance measurements were within normal limits. Isometric maneuvers did not reproduce the noise. Shock impedance measurements were within normal limits. No noise causing oversensing was noted on the right ventricular lead. Further follow up will be performed in the future to verify there is no connection issue and to verify lead integrity. This device was reprogrammed; the device and lead remain implanted and in service. No adverse patient effects were reported.